Manufacturer narrative:
Device not returned.

Event description:
Int'l. (B)(6) complaint received concerning leakage issue with use of unspecified dialysis set-up and d1000 tego connectors. The initial information received reports on 08/08 attending clinician ". Changed catheter to new tegos. When blood line connected to the venous side leaking was detected (drip by drip) and seemed to be between the transparent silicone membrane and the hard inner surface of the tego connector. The involved tego connectors were removed, replaced and discarded". There were no reported adverse patient consequences.